Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the patient's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2022-0067.

Event description:
An advocate from (B)(6) contacted on behalf of his son to report that their contour plus link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour plus link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. During the investigation, it was found that upon the test strip insertion the meter gave an e84 error message, which was indicative of a software error. There was no record of completed test in the logbook. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.